Event description:
Customer reported nine incidents of needles becoming dislodged from patient's access sites during treatment and clotting at the access site with the medisystems fistula needle. It was reported that in some instance, patient required additional heparin. It was reported that a baxter 1550 was associated with these incidents.